Event description:
Philips received a complaint by the customer on the v60 indicating that the device had shut down unexpectedly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit had shut down unexpectedly. The customer was removing the data acquisition (da) printed circuit board assembly (pcba) while the unit was powered on and dropped a washer onto the da pcba, which caused the failure to occur. The customer then removed all power then reconnected the power and powered the unit into ventilation mode. The customer and remote service engineer (rse) checked the event log and found the error code which had cleared. The investigation is ongoing.